Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was invalid data due to multiple bit flips. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.